Event description:
It was reported that the pump was flashing green, however it was not pumping or showing other signs of activity. The dressing was applied under a pressure bandage, and there was obvious exudate in the tubing when the dressing was changed. A small amount of exudate was in the lower part of the tubing (attached to the dressing) and did not enter the tubing attached to the pump. The dressing was very full of fluid, and had been in place for one week.